Event description:
It was reported that pump battery depleted too quickly and led to pump shutdown. Customer¿s blood glucose (bg) level that was above 500 mg/dl. Customer was taken to emergency room (ER) and was transferred to children's hospital. Reportedly, the customer was treated with "2 step insulin". No additional information was provided. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.